Event description:
The canadian health authority reported that there was a loss of central station monitoring. The device was in use at time of event, there was no adverse event reported. The philips remote service engineer (rse) did not confirm the event. There has been attempts to receive additional information on this feedback report, but there has been no response. The cause of the event is unknown. It is unknown if the issue was resolved. The device remained on site.

Event description:
The canadian health authority reported that there was a loss of central station monitoring. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.